Event description:
Report received indicated the pt was seen in clinic with a red rash. Ostomy care nurse suspects contact dermatitis to the peristomal skin under all 4 sides of the tan tap collar. The pt was using stomahesive powder without any improvement after the rash developed approx 3 weeks ago. No further info was provided and the pt outcome was not reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.